Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/organs punctured') and fallopian tube perforation ('migration of device/fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), migraine ("migraine headaches"), back pain ("lower back pain"), dysgeusia ("taste od metal") and tooth disorder ("dental issues"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, migraine, back pain, dysgeusia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, fallopian tube perforation, infection, migraine, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.